Event description:
Our rep is reporting that during an arthroscopic shoulder repair, a portion of the distal tip of the lupine br anchor broke off into the anchor, and remains there in captur in the bone. The fragment remains secured in the body. The procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Nothing is being returned for a failure analysis. However, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. This type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, "tip breakage", may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor/bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. Outside of the historical failure hypothesis, we cannot discern any other root cause for the reported failure mode. At this point in time no further action is warranted.